Manufacturer narrative:
Subsequent to the submission of the initial medwatch report, one (1) used partial set 011-0j729-01, single transpac® it monitoring kit w/ 104" red stripe tubing, lot # unknown was received for evaluation. The reported complaint of tubing separation was confirmed between the 92" red stripe arterial tubing and male luer. The bonding agent used was determined to be a standard cyclopentanone solvent. The solvent ring around the arterial tubing appears to be incomplete. ICU medical, through continuous initiatives has initiated a multitask team and reviewed the assembly process of this subassembly.

Manufacturer narrative:
Review and assessment of the graphic of the device with arrow placement appears to indicate this was a tubing separation at the bonded location. The involved device was discarded at the user facility. In the absence of testing and evaluating the involved devices the exact cause of the reported event are unknown at this time.

Event description:
The event involved a customer report of a single transpac it monitoring kit tubing set disconnected from the 3 way stopcock. There was a report of patient blood loss but it was reported to be not clinically significant. The device was replaced and no further problems were encountered. It was reported that there was no delay in therapy and no adverse patient consequences. No additional information was provided.